Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that power of the device turned off continuously, and power would not turn on. However, since the actual device was not returned, and detail condition of the actual device could not be confirmed, root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that after a few minutes of use, the xenon light source exhibited a continuous beep and switched off. The issue occurred during the beginning of a therapeutic laparoscopic inguinal hernioplasty procedure. There was a 15 minutes delay and the patient was under general anesthesia. The procedure was completed using a similar device. There were no reports of patient harm.